Event description:
It was reported that intra-operative exhaustive impedances were greater than 3,600 ohms. When electrode impedances were tested, "many pairs" were greater than 40,000 ohms initially. The "tails" of the 565 surgical lead were switched in the implantable neurostimulator and impedances were retested. "Most pairs" were less than 1,000 ohms except for pairs with electrodes. Those pairs varied between 800-40,000 ohms. A little more than a week later, it was reported that all impedances were above 10,000 ohms. The patient was receiving stimulation. Impedances were not checked above .70v. The next day, it was reported that the patient was receiving "adequate" stimulation and was content. No further information was reported at this time.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), product type lead. (B)(4).

Event description:
Additional information received was a telemetry reading that indicated open circuits, >10,000 ohms, on all electrode pairs using electrodes 0 and 5.